Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon failed to inflate. The target lesion was in the common bile duct (cbd). An extractor xl 8.5 mm balloon catheter had been advanced into the pt, but would not inflate, when the physician attempted to inflate the device. The procedure was completed with another of the same device. There were no pt complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.